Event description:
It was reported that during an unk procedure, the instrument reportedly didn't cut the tissue. When the instrument was wiped, the blade tip was noticed to be broken off. The doctor swapped the instrument with another instrument and completed the case with no pt consequence.